Event description:
It was reported that toward the end of the farapulse case the patient became hypotensive and a pericardial effusion was confirmed using intracardiac echo. This occurred on (B)(6) 2025, reported on 1/22/25. A pericardiocentesis was immediately performed, removing 750 cc of fluid. The patient's blood pressure stabilized and they were admitted to hospital for overnight observation. The last known patient status was stable. Staff informed the caller today that the patient was improved and would be discharged soon. Bsx farapulse pfa system in use. Jjmte product in use: pentaray catheter was used to create a pre-pfa map and was not in use at the time the effusion was noticed. The caller stated that the physician was unsure when or how the patient injury occurred, but stated it could have been from the farawave wire. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).